Event description:
It was reported that the patient with this right atrial (ra) lead required a lead revision due to dislodgement. No additional adverse patient effects were reported. Currently, this lead remains in service.